Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. This lead exhibited high pacing thresholds resulting in muscle stimulation. The patient experienced chest pain and small effusion was observed on echocardiogram. No syncope was reported. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.